Event description:
Patient underwent primary total hip arthroplasty in 2001. Following subluxation and dislocation, revision was performed on event date. Manufacturer identified on 4/24/2001 that acetabular liner removed in this procedure was not manufactured to specification.